Event description:
The customer reported the device failed to deliver appropriate pacing. No adverse pt impact was reported. The customer was using conmed pads with the device.

Manufacturer narrative:
The customer reported the device failed to deliver appropriate pacing. No adverse pt impact was reported. The customer was using conmed pads with the device. On 07/7/08 the unit was evaluated at philips. Philips evaluated the event strips which show the device was functioning as intended based on the settings. We are considering this a user error regarding pacing settings. There was no malfunction of the device.